Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A valid sensor serial number was not provided. The dhrs for all libre sensors and sensor kits within expiration at the time of complaint were reviewed and showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed and there were no confirmed complaints within the trend data in this review. Therefore, there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's mother reported that in august 2018, the customer (a child of 6 years) began experiencing an adverse skin reaction while wearing the adc freestyle libre sensor, with symptoms described as oozing and redness. It was further reported that in september, after 4 days of wearing the sensor, the customer experienced redness, pain, and "oozing" at the sensor site. On 11-sep-2018, the customer had contact with a healthcare professional who prescribed an unspecified antibiotic ointment and cortisone ointment for treatment and advised sensor use be discontinued. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported that in (B)(6) 2018, the customer (a child of (B)(6) years) began experiencing an adverse skin reaction while wearing the adc freestyle libre sensor, with symptoms described as oozing and redness. It was further reported that in (B)(6), after 4 days of wearing the sensor, the customer experienced redness, pain, and "oozing" at the sensor site. On (B)(6) 2018, the customer had contact with a healthcare professional who prescribed an unspecified antibiotic ointment and cortisone ointment for treatment and advised sensor use be discontinued. There was no report of death or permanent injury associated with this event.